Manufacturer narrative:
Technician stated the casters were not holding when locked into the brake position. Casters are old and worn. Bed out of service. He believes the casters are just old and worn. Provided replacement part numbers. Repair not yet complete.

Event description:
Information received that the casters were not holding when locked into the brake position. No injury reported.